Manufacturer narrative:
The samples from patients 4 and 5 were provided for investigation and tested on a cobas e801 module and a cobas e602 module. The elecsys anti-hav ii results close to the cut-off generated at the customer site could be reproduced. Both sample results were reactive for anti-hav ii. Patient 4: e801 module: 0.889 coi (reactive). E602 module: 0.885 coi (reactive). Patient 5: e801 module: 0.993 coi (reactive). E602 module: 0.994 coi (reactive). The samples were also tested on a cobas e801 module using the elecsys anti-hav igm assay, resulting in non-reactive values (patient 4: 0.312 coi and patient 5: 0.320 coi ). The investigation is ongoing.

Manufacturer narrative:
The customer provided data for one additional patient sample with questionable results tested with the elecsys anti-hav ii on a cobase 801 analytical unit. Patient 5: the sample initially resulted in an anti-hav ii value of 0.860 coi. The sample was then repeated in a different laboratory by using an immunoluminometric (ilma) assay method, showing a negative result. The questionable result was reported outside of the laboratory. Medwatch field b7 has been updated.

Manufacturer narrative:
The sample from patient 4 was further tested with the abbott alinity anti-hav igg method, resulting in a negative (0.100 s/co) result. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc data provided were acceptable. The investigation determined that there were no interfering factors in the samples of patients 3 and 5. The reactive results for samples 3, 4, and 5 were deemed correct. Based on the available data, it was determined that the reagent performs within specification. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
The initial reporter stated they received questionable results for four patient samples tested with the elecsys anti-hav ii on a cobas e 801 analytical unit, serial number 1983-05. The positive results did not fit the clinical history of the patients as no vaccination or infection is known/assumed. Patient 1: the sample initially resulted in an anti-hav ii value of 1.0 coi. A second sample drawn from the same patient resulted in an anti-hav ii value of 1.0 coi. The sample was then repeated in a different laboratory by using an immunoluminometric assay (ilma) method, showing a negative result. Patient 2: the sample initially resulted in an anti-hav ii value of 0.7 coi. A second sample drawn from the same patient resulted in an anti-hav ii value of 0.71 coi. The sample was then repeated in a different laboratory by using an immunoluminometric assay (ilma) method, showing a positive result. Patient 3: the sample initially resulted in an anti-hav ii value of 0.85 coi. A second sample drawn from the same patient resulted in an anti-hav ii value of 0.857 coi. The sample was then repeated in a different laboratory by using an immunoluminometric (ilma) assay method, showing a negative result. Patient 4: the sample initially resulted in an anti-hav ii value of 0.81 coi. A second sample drawn from the same patient resulted in an anti-hav ii value of 0.815 coi. The questionable results were reported outside of the laboratory.